Event description:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction: the manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the blower and system circuit board being replaced due to two additional error codes found during evaluation of the device. The following part was proactively replaced on the device: air inlet foam filter.